Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had several no delivery alarms. Customer stated they would only receive a partial bolus as a result of the delivery anomay. The customer's blood glucose was unknown. The customer stated they have changed out the infusion set, but the alarm persisted. Customer declined to return the insulin pump for analysis.